Event description:
During a meniscal repair procedure the surgeon found that t1 would not deploy properly on two devices. On 't' remains in the pt and one was removed, which caused a delay of five minutes. The surgeon used another device to complete the procedure with no pt injury or complications.